Event description:
It was reported that this patient was in sinus ventricular tachycardia (vt) which initiated in the vt-1 monitor only zone and moved into the vt zone. Inappropriate atrial tachycardia pacing (atp) and inappropriate shocks were delivered. Atrial fibrillation rate threshold (afrt) artifact was identified. Additionally, the patient had premature atrial contractions that were undersensed; which resulted in v>a being triggered inappropriately. A boston scientific technical services consultant discussed programming atrial tachycardia discrimination off which would most likely resolve the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in sinus ventricular tachycardia (vt) which initiated in the vt-1 monitor only zone and moved into the vt zone. Inappropriate atrial tachycardia pacing (atp) and inappropriate shocks were delivered. Atrial fibrillation rate threshold (afrt) artifact was identified. Additionally, the patient had premature atrial contractions that were undersensed; which resulted in v>a being triggered inappropriately. A boston scientific technical services consultant explained device function and discussed programming options. The vt and ventricular fibrillation (vf) rate zones were increased, and v>a was left on. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.